Event description:
It was reported that the post of the journey I insert was fractured. No case involved.

Manufacturer narrative:
It was reported that the post of the journey insert was fractured. Revision surgery pending to be performed. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. With no information provided, a root cause cannot be determined at this time. A review of risk management files found that the reported failure was documented appropriately. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.